Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip was coming out pre-formed. Opened a new device to complete the procedure. There was no impact to the pt.